Manufacturer narrative:
Mfg. Date: 06/03/2016 - 06/10/2016. The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and the presence of iodine was detected on the minicap sample received for evaluation. Production records were reviewed and all povidone iodine weight checks were within the acceptable range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date reported as month of (B)(6). The device has been received and the evaluation is in progress. At the completion of the evaluation, a supplemental report will be submitted.

Event description:
It was reported that the minicap did not have enough iodine. There was no patient injury or medical intervention associated with this event. No additional information is available.